Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. As about 13 years have passed since the manufacture date of the device, omsc surmised that the reported phenomenon occurred since the brightness adjustment unit of the subject device was broken due to aging degradation.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the examination lamp of the subject device flushed and did not light up. The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated and the brightness adjustment unit of the subject device was broken. Other detailed information was not provided. There was no report of patient injury associated with the event.